Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the blue coating of the device was separated. A 180cm renegade hi-flo fathom system catheter was selected for use. During preparation, the product could not be withdrawn from the protective carrier hoop and it was found out that the blue coating of the device had separated. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that the blue coating of the device was separated. A 180cm renegade hi-flo fathom system catheter was selected for use. During preparation, the product could not be withdrawn from the protective carrier hoop and it was found out that the blue coating of the device had separated. The procedure was completed with another of same device. No patient complications were reported. Device evaluated by manufacturer: returned product consisted of a renegade hi-flo micro-catheter in the carrier tube. The hub, shaft and tip were microscopically examined. This device showed damage consisting of 1 fracture on the shaft. The fracture was located 5cm from the hub. The shaft was not completely separated the inner liner was still connected. The fracture that was noticed on the device are consistent with the device being removed from the shipping tube without being completely hydrated with saline. The device was attempted to be pulled from the carrier tube and it was difficult to remove. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter fax: (B)(6). Device code 2978 was corrected to 1069 and 2922. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 04:12 pm CT.the report number is being corrected from: 2134265-2018-64152to: 2134265-2018-62917.